Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture") and abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), headache ("headaches"), rash ("rashes"), pruritus ("itching,") and abdominal distension ("bloating."). The patient was treated with surgery (laparoscopic bilateral salpingectomy hysterectomy,) and surgery (laparoscopic bilateral salpingectomy hysterectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, abdominal pain, abdominal pain lower, headache, rash, pruritus and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device breakage, headache, pruritus and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture") and abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), headache ("headaches"), rash ("rashes"), pruritus ("itching,") and abdominal distension ("bloating."). The patient was treated with surgery (laparoscopic bilateral salpingectomy hysterectomy,) and surgery (laparoscopic bilateral salpingectomy hysterectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, abdominal pain, abdominal pain lower, headache, rash, pruritus and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device breakage, headache, pruritus and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.